Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. A 2.25x12mm promus premier¿ stent was advanced to treat the left main coronary artery. However, it was noted that the stent was stripped off from the balloon. A 1.5mm balloon catheter was advanced and inflated distal to the device in left main. The physician then pulled the stent back to the sheath by using the inflated balloon catheter and was removed from the patient. The procedure was successfully completed with implantation of another stent. No further patient complications were reported and patient's status was okay.